Event description:
It was reported that patient underwent patient underwent an initial procedure on (B)(6) 2006 for a hip implant. Subsequently, patient underwent a revision surgery on (B)(6) 2014 due to allegations of metallosis. The modular head and the acetabular taper was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"material sensitivity reactions." Number 15 states, "metal on metal articulating surfaces have limited clinical history." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07105 / 07106).